Event description:
Reference number (B)(4). Event occurred in greece. It was reported that patient faced infusion set tubing detachment from connector (B)(6) 2026. The insertion site was right abdomen. The infusion set was in use for one day. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: greece.